Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a total of 117 unspecified spectrum pumps experienced volume issues. A pharmacist had a 1000 ml bag and the device displayed that it gave 1150 ml but only gave 750 ml. It was also reported that the devices were programmed correctly in the oncology unit however, it took 45 additional minutes for a chemo treatment. There was no known patient injury or medical intervention associated with this event. No additional information is available.